Event description:
It was reported by service report that the stretcher's brake pedal will not stay engaged and the foot end jack is drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam bracket assembly.